Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the user attempted to pull the line, it was found that the end of the device was broken.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The procedure was delayed for five minutes. No pieces of the device were missing and there was no patient impact as a result of the event.

Manufacturer narrative:
Received one (1) inlay ureteral stent with the original unit package. Per visual evaluation, during the inspection it was noted that the stent was broken at the kidney end. The broken section presented stress marks as it was stressed beyond its tensile capacity. The stent was received out of its individual sealed polybag. Functional evaluation: take a guidewire of 0.038 in as recommended per instructions for use ((B)(4)). Submerged the guidewire and stent in water to activate their coating slipped the guidewire through the stent. During the functional test no difficulty was found when the guidewire slipped through the stent. Per dimensional evaluation, the guidewire and stent dimensions were verified, see details below: stent length = 10.125 in (specification is 10.24 in ± 0.200 in); outer diameter = 0.0802 in (specification is 0.079 in ± 0.002 in); inner diameter = 0.0509 in (specification is 0.049 in ± 0.002 in). The stent dimensions were found within specifications. The reported event was confirmed as cause unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: " ¿ improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. ¿ exercise care. Tearing of the stent can be caused by sharp instruments. ¿ care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.